Event description:
It was reported that the patient is deceased. It was further reported that the patient had undergone a system upgrade procedure from a single chamber implantable cardioverter defibrillator (ICD) to a bi-ventricular system. A left ventricular epicardial lead was implanted without issue. An attempt to implant a right atrial lead was unsuccessful as the patient had undergone revascularization surgery and there were many adherences in that area. The patient had three to four episodes of ventricular tachycardia (vt) that were treated with an external defibrillator. The atrial lead implant was postponed and was to be scheduled at a later date via endocardial access. Approximately, thirty minutes after the implant, the patient had experienced a cardiac arrest after removing one of the drainage tubes. Resuscitation efforts were attempted and the patient¿s rhythm was reported to be in ventricular fibrillation (vf) and vt. Therapy was manually delivered and the patient was noted to be in a sinus rhythm with no pulse or blood pressure. The patient¿s rhythm again reverted to vt. After approximately forty-five minutes of cardiopulmonary resuscitation the patient¿s heart rate was reported to be sixty to seventy beats per minute but no pulse was present and the patient was declared deceased. Additional information r eported that the physician suspected the left ventricular lead had suffered some kind of damage or that possibly a bypass was damaged during the procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 5071-53 implantable pacing lead, implanted: (B)(6) 2013; 4968 implantable pacing lead, implanted: (B)(6) 2013; unknown implantable tachy lead implanted: unknown. (B)(4).